Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the physician could not pass the catheter lumen with the provided guide wire and the wire got stuck in the lumen. A new catheter was used and there was no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. One used sample was received for analysis and investigation. Visual inspection was performed to the sample. The sample showed signs of use. The guide wire was passed through the three lumens and there was no problem inserting. The event reported was not confirmed. Based on the available information, the reported condition could not be attributed to the manufacturing process. The most probable root cause can be considered as customer misperception. No triggers or trends have been found, no harm was reported for this complaint. No further actions are required. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.